Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0g3jg, implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the stimulus had been turned off for a long time, and there was no particular change in symptoms when it was turned on / off. Because the effect was unclear, it was said that removal was performed at the request of the patient.